Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient medical records indicate a (B)(6) latin american peritoneal dialysis patient presented to the hospital with left upper quadrant pain, abdominal cramping and loose stools occurring for the past couple weeks. The patient reporting having bowel movements shortly after eating that are loose and reported having a fever of 101 degrees fahrenheit twice. The patient denied any vomiting, melena, or hematochezia. There has been no past diagnosis of peritoneal dialysis infection. Physical examination of the patient¿s abdomen revealed normal bowel sounds with mild left upper quadrant and epigastric tenderness with no rebound, guarding, masses or hepatosplenomegaly. There was noted elevated white blood cell count. The patient has been receiving peritoneal dialysis for approximately six months. The culture of the peritoneal dialysis fluid was positive for the organism staphylococcus epidermidis. The patient was treated with the antibiotic vancomycin 1 gram for four weeks. The patient was discharged from the hospital on (B)(6) 2016 and will switch over to hemodialysis for six weeks due to the infection.

Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient medical records indicate a (B)(6) year old (B)(6) american peritoneal dialysis patient presented to the hospital with left upper quadrant pain, abdominal cramping and loose stools occurring for the past couple weeks. The patient reporting having bowel movements shortly after eating that are loose and reported having a fever of 101 degrees fahrenheit twice. The patient denied any vomiting, melena, or hematochezia. There has been no past diagnosis of peritoneal dialysis infection. Physical examination of the patient's abdomen revealed normal bowel sounds with mild left upper quadrant and epigastric tenderness with no rebound, guarding, masses or hepatosplenomegaly. There was noted elevated white blood cell count. The patient has been receiving peritoneal dialysis for approximately six months. The culture of the peritoneal dialysis fluid was (B)(6) for the organism (B)(6) the patient was treated with the antibiotic vancomycin 1 gram for four weeks. The patient was discharged from the hospital on (B)(6) 2016 and will switch over to hemodialysis for six weeks due to the infection.